Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Currently, the patient is dissatisfied with the sound quality from the left cochlear implant and has five electrodes turned off.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Reportedly the recipient underwent a unrelated surgery which might contributed to device mobility. Further two channels were left extra-cochlear at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Currently, the patient is dissatisfied with the sound quality from the left cochlear implant and has five electrodes turned off. The user was reimplanted